Event description:
It was reported that during unpacking a sterile package compromise occurred. The target lesion was located in the unspecified artery. A 8.0 mm x 20mm x 80cm sterling balloon catheter was selected and they opened the box. The sterile bag was slightly open inside and the balloon was falling out of the pouch. The procedure was completed with a different device. No complications were reported and no patient was involved.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).